Event description:
It was reported patient underwent left hip revision approximately 5 years post implantation due to pain and stiffness. It was noted the head and liner were removed and replaced. Cobalt level was 3.6. Ultrasound showed fluid in tissue. Surgery showed a thickening of the capsule. No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by product return. Visual inspection confirms discoloration and thread like pattern on the taper. Dimensions were found confirming to print specification where measured. The head was submitted for sem analysis. Sem examination revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Axial wear or corrosion marks were also visible on the taper surface. Quantitative eds analysis of the taper surface showed combinations of: biological material containing some or all of the elements c, o, and p. Cocrmo substrate material that showed elevated levels of cr, mo, and o, possibly evidence of corrosion products. Titanium, possibly transfer from the stem taper. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. Device history record review shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 5 years post implantation due to pain and stiffness. It was noted the head and liner were removed and replaced. Cobalt level was 3.6. Attempts have been made and additional information on the reported event is unavailable at this time.